Event description:
It was reported by customer that device presented a broken part during surgery.

Manufacturer narrative:
A 2.5mm drill bit is recommended for this product size. The shaft is visibly straight. There are no signs of stripping on the internal hex of the shaft or the external hex of the anchor head. The anchor has gouges and chips on the outer diameter of the threads. This indicates contact with an instrument or device. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. No root cause related to the manufacture of the device can be established. No further investigation required.